Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during pd therapy. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was an air detected in cassette warning during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the pdrn confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during pd therapy. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was an air detected in cassette warning during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the pdrn confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrections: h6 additional information: g1.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during pd therapy. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was an air detected in cassette warning during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the pdrn confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the cycler machine was returned to the manufacturer and a physical evaluation was performed. The cycler door was opened, and no sample cassette was found inside; the cycler machine was received instead sample cassette. The complaint sample is not available for manufacturer physical evaluation. At this time a search in the product delivery search system was performed to verify product availability for alternate samples at the distribution centers. According to the product delivery system search no product is available of the lots delivered to the customer, on distribution centers to be analyzed. The entire lots have been sold and distributed. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during pd therapy. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was an air detected in cassette warning during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that there were no other fluid leaks were found. Additionally, the pdrn confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.